Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 485 mg/dl. During troubleshooting, device was able to rewind. Device passed the self test. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.